Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 13-nov-2020. The most recent information was received on 20-nov-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), iron deficiency ("iron deficiency"), arthralgia ("intense joint pain"), raynaud's phenomenon ("raynaud's syndrome"), dizziness ("dizziness"), fatigue ("great fatigue") and amnesia ("memory loss"). Essure treatment was not changed. At the time of the report, the menorrhagia and iron deficiency had not resolved and the arthralgia, raynaud's phenomenon, dizziness, fatigue and amnesia outcome was unknown. The reporter provided no causality assessment for amnesia, arthralgia, dizziness, fatigue, iron deficiency, menorrhagia and raynaud's phenomenon with essure. The reporter commented: patient's current status: no problems at the beginning, the symptoms appeared gradually. The haemorrhagic losses make it so that she was regularly iron deficient (hemoglobin below normal). Diagnostic results (normal ranges are provided in parenthesis if available): haemoglobin - on an unknown date: below normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 13-nov-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), iron deficiency ("iron deficiency"), arthralgia ("intense joint pain"), raynaud's phenomenon ("raynaud's syndrome"), dizziness ("dizziness"), fatigue ("great fatigue") and amnesia ("memory loss"). Essure treatment was not changed. At the time of the report, the menorrhagia and iron deficiency had not resolved and the arthralgia, raynaud's phenomenon, dizziness, fatigue and amnesia outcome was unknown. The reporter provided no causality assessment for amnesia, arthralgia, dizziness, fatigue, iron deficiency, menorrhagia and raynaud's phenomenon with essure. The reporter commented: patient's current status: no problems at the beginning, the symptoms appeared gradually. The haemorrhagic losses make it so that she was regularly iron deficient (hemoglobin below normal). Diagnostic results (normal ranges are provided in parenthesis if available): haemoglobin - on an unknown date: below normal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.